Event description:
A malfunction alarm was reported, identified as malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Prior to contacting technical support, the customer had already attempted to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and instructed to call back if any further issues arose, which the caller acknowledged and understood.